Manufacturer narrative:
Site declined to provide patient information. Device lot number, or serial number, not available as part has not been returned. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Suspect device not returned to manufacturer for analysis.

Event description:
A medtronic representative reported that, during a spine procedure, the tip of the thoracic probe was twisted while in the patient anatomy. No details of how the damage occurred were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
(B)(4). The tip of the suspect probe is not twisted as reported, it is bent at the 20cm mark on the tip. Use issue.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.